Manufacturer narrative:
The insulin pump was received with no down button response due to corroded down keypad trace. No ramping numbers on their own anomaly or moisture damage inside the device was noted. It was unable to verify for operating currents including low battery or battery out of limit alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he dropped the insulin pump into the pool two days back and then the numbers started ramping on the screen. Customer stated he could see fluid under the lcd display. He also reported that he removed the battery for a day and a half and received a battery put limit alarm when reinserting the battery. He was able to clear out the alarm but was not able to get past the rewind menu because of the buttons getting stuck. Blood glucose value was 131 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.